Manufacturer narrative:
The hill-rom technician found the bed scale ppm board needed to be replaced. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale ppm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed had no audible alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).